Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when attempting to place one of the devices, it felt strange and made a crunch sound during plunger deployment. The plunger did not engage with the receiving cuffs. When attempting the other suture, the plunger did not engage with the receiving cuffs. The sutures of new prostyle devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The suture trimmer, knot pusher, posterior foot, plunger, link and both cuffs were not returned. The noise was likely the result of depressing the plunger for needle deployment. The reported irregular texture was not confirmed. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Nah6; investigation conclusion code 4311 removed.